Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they inserted a sensor and it could not be detected by the insulin pump. When they removed the sensor, the filament was not attached. The customer¿s blood glucose during the incident was unknown. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. See attachment file for details. Unable to confirm customer received sensor in said condition due to sensor returned opened/used.